Event description:
Problems with present implants. Significant silicone llymphadenopathy in both right and left axilla. Contracted implants iii and IV capsule contractures, significant amounts of silicone.